Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the trocar cannula was dull at the beginning of the surgery. The surgery was completed without replacing the product. There was not patient harm reported. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
One opened trocar handle/blade assembly was received and visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. All trocar blades are 100% inspected. (B)(4).